Manufacturer narrative:
The insulin pump passed the functional tests, including the self test, reset error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test, and excessive no delivery alarm test. All operating currents were within specification. No moisture damage was noted on the electronic stack, motor, battery tube, or vibrator assembly. The insulin pump was received with a partially broken reservoir tube lip, minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube window, and cracked case at the reservoir tube window corner near the escape button. (B)(4).

Event description:
The customer reported via telephone call that he was hospitalized due to diabetic ketoacidosis the day prior. The blood glucose at the time of the report was 263 mg/dl. The customer treated with manual injection. The customer also reported physical damage to the insulin pump as a crack from the escape button to the reservoir tube window. The insulin pump failed the high pressure test according to the customer's nurse. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.